Event description:
The facility rep reported "bad motor/fluid rate is too high" during bio-med testing. The hospital rep stated that there were no reports of injury or medical intervention. No add'l info is available.

Manufacturer narrative:
The device has been received for eval; however, eval is not complete. A f/u report will be filed upon completion, of the eval or if add'l info becomes available.